Event description:
It was reported that multiple intermittent cartridge alarm 1 occurred during load sequences. The customer's blood glucose level was 162 mg/dl. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.